Manufacturer narrative:
This report is for an unk - screws: 4.0 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient came to surgery for removal of exposed hardware, a takedown of nonunion, and application of max frame ring fixator. The patient underwent an open reduction internal fixation (orif) several months back. The fracture has gone on to nonunion and the soft tissue over the plate distally has opened with the hardware exposed to the air. All hardware was intact and removed easily. The nonunion was debrided and bone grafted. The open area distally was debrided and irrigated. All incisions were closed, and a maxframe ring fixator was applied to stabilize the fracture. The original date of implantation was unknown. The procedure and patient outcomes were unknown. This complaint involves seventeen (17) devices. This is report 4 of 10 for (B)(4). Related product complaint: (B)(4).